Event description:
The patient reported symptoms of chest pain, chest tightness, shortness of breath, headaches, runny nose and sore mouth (lips, gums, tongue). The patient reported visiting a general doctor and a neurologist due to the reported symptoms. The patient reported being prescribed antibiotics (unspecified) to alleviate the reported symptoms. The treatment was discontinued on (B)(6)2015 anf the patient is currently better, but not all of the symptoms have not completely gone. The treating doctor did not consider the event was serious or life threatening to the patient.

Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specifications and the device was used in accordance with labeled indications. This event is being filed as an MDR since the patient reported chest pain and invisalign system product was being used at that time. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patient symptom of chest pain. Since the invisalign system was in use at the time of the reported symptom of chest pain an MDR is being filed.